Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a blue screen issue. A technical support specialist followed knowledge article 000011541 "medapplication not launching automatically; station at blue screen", 000011447 " how to manually install rss agents & rss component manager" and manually installed remote support service 4.10 then rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a station medapplication was failed to launch. The customer reported that the user was unable to dispense medication to the patient due to the malfunction. There were no adverse events or injuries reported based on this event.